Manufacturer narrative:
(B)(4). Insulin pump powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the poor connection. Insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that insulin pump had cracked at the back all the way to the bottom. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was dropped. The device will be returned for analysis.